Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is a single use instrument. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Part number: el-dts, bme lot number: bmedt160273: manufacturing date or release to warehouse date: september 07, 2016. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bottom portion of 18 mm drilling template, the part contacting the bone, broke into several fragments while drilling for insertion of a bme staple on (B)(6) 2017. All fragments were retrieved from patient. The procedure was successfully completed with a five (5) minute delay. The patient outcome was reported as good. Concomitant device reported: bme staple (quantity 1). This is report 1 of 1 for (B)(4).